Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar inter-body fusion surgery at l3-4 due to lumbar canal stenosis. Intra-op, the thread part of the blade pin broke at l3 and the tip part was left in the body. There was about 10 mm of the blade pin¿s thread part left in the vertebral body. No patient complications were reported post surgery as a result of this event.

Manufacturer narrative:
Product analysis- visual and microscopic examinations were performed. Microscopic examination appears to show a quasi-ductile racture, with helical fracture which travels around the root of the thread, consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.